Manufacturer narrative:
(B)(6).

Event description:
It was reported that low, out of range hv lead impedance and increased pacing lead impedance were observed. The patient received inappropriate therapy due to noise on the lead. Insulation damage was suspected although x-ray was inconclusive for externalized conductors. The lead was capped and replaced. The patient was fine after the event.